Manufacturer narrative:
The mets femoral integral coated shaft & stem device history records were reviewed and confirm that no non conforming product was released. The investigation is ongoing. A supplemental report will be provided.

Event description:
(B)(4). It is reported that during a distal femur mets procedure, a mets femoral integrated shaft & stem was found to have pierced through the inner packaging rendering the component unsterile. The revision procedure was completed after a 30 minute delay while the next size mets femoral integral shaft & stem was procured. A slightly larger bone resection was necessary to accommodate the upsized component.

Manufacturer narrative:
Review of the returned product confirmed the reported failure. Review of DHR confirms the product was manufactured and shipped correctly to specification, with no reported complications. During the case a delay of 30 mins was experienced after the packaging failure was identified while an alternative part was located, thereafter the case was completed with no further reported delays. (B)(4) (closed) and CAPA (B)(4) have been initiated to document effective correction of the issue. CAPA (B)(4) is in investigation stage. This complaint is being closed and is being tracked and trended.

Event description:
It is reported that during a distal femur mets procedure, a mets femoral integrated shaft & stem was found to have pierced through the inner packaging rendering the component unsterile. The revision procedure was completed after a 30 minute delay while the next size mets femoral integral shaft & stem was procured. A slightly larger bone resection was necessary to accommodate the upsized component. This is a supplemental report to 3004105610-2016-00064 ((B)(4)).